Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6.4 was failing to open. The field service engineer (fse) powered down the station, replaced the folded flat flex cable, powered the station back on, and verified that auxiliary drawer 6.4 opened and operated normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mini drawer did not open fully when accessed. The drawer unlocked and partially opened but appeared to immediately lock again, leaving the pocket slightly open until it was pressed closed. The customer rebooted the station and attempted multiple recovery actions; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.